Event description:
The valve on a size 3 lma classic detached during patient use. Problem was noted immediately after insertion, prior to case starting. Anesthesiologist detected leak and noticed break at the valve site. The lma was immediately exchanged for another and occurred without patient complications.